Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction injection using manual delivery injection. Reportedly, the customer reverted to an alternate method of insulin therapy.